Manufacturer narrative:
It was determined there was an unconfirmed accidental radiation occurrence due to half-white. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated 3d dose absorbed (patient): (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as the system functioned as designed in both image acquisition functionalities. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the imaging system had images that were half white with ring artifacts. A second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.